Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified distal left anterior descending artery (lad). The lesion was pre-dilated with a 2.25mm non-bsc device and, then a 2.25mm non bsc stent was implanted in the mid lad. The physician then advanced the 2.5x16mm taxus express2 drug eluting stent (des) to the target lesion, but the device was unable to cross the lesion. The des was removed and the lesion was dilated again with a 2.5mm non bsc device. The taxus express2 device was advanced to the lesion a second time by using the anchor balloon technique, but it was unable to cross the lesion. It was noticed that the shaft of the device was kinked while trying to cross the lesion. The device was removed from inside of the patient. Once outside the patient, the physician tried to fix the kinked portion of the device and the shaft fractured. The lesion was dilated several times with the 2.5mm non-bsc device and a new 2.5x16mm taxus express2 (des) was implanted in the lad, and the procedure was successfully completed. No patient complications were reported. The patient's current condition is listed as "good".